Manufacturer narrative:
Although the device history record (DHR) and the automated manufacturing execution system (mes), could not be reviewed because the lot number for remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with stryker coil ((B)(4)), the main coil was found to be broken/fractured, the main coil suture was found to be damaged, and the coil delivery wire was not returned. A functional test was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed as the product problem is unknown/unclear. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be broken fractured and the main coil suture was found to be damaged. An assignable cause of undeterminable will be assigned to the reported 'product problem unknown/unclear'. An assignable cause of procedural factors will be assigned to analyzed 'main coil broken fractured during use' and 'main coil suture damage' , as the defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
An additional coil was received. The additional coil was found to be broken. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.